Event description:
The customer stated that she was hospitalized with a high blood glucose of 425 mg/dl. The customer stated that she was also nauseous. The customer removed the infusion set, and the cannula was bent. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer stated that she has one at home. No damage to the drive support cap noted. The customer was advised to try a different infusion set since she is lean. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.